Manufacturer narrative:
A specific root cause could not be determined. Additional information for investigation was requested, but not provided. No sample material was provided for investigation.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received (B)(6) results between 2 different sample types tested for three different patients for antibody to (B)(6). Of the three assays, only results for the (B)(6) are a reportable malfunction. Both plasma and serum samples were collected from each patient on the same day. It was asked, but it is not known if both serum and plasma samples for each patient were from the same blood drawing. For patient 1, the serum sample resulted as (B)(6). The plasma sample resulted as (B)(6). The samples were stored in the refrigerator after measurement on (B)(6) 2014. The samples were re-centrifuged and tested again on (B)(6) 2014. The serum sample was repeated on (B)(6) 2014 and resulted as (B)(6). The plasma sample was repeated on (B)(6) 2014 and resulted as (B)(6). For patient 2, a (B)(6) male, the serum sample resulted as (B)(6). The plasma sample resulted as (B)(6). The samples were stored in the refrigerator after measurement on (B)(6) 2014. The samples were re-centrifuged and tested again on (B)(6) 2014. The serum sample was repeated on (B)(6) 2014 and resulted as (B)(6). The plasma sample was repeated on (B)(6) 2014 and resulted as (B)(6). For patient 3, a (B)(6) female, the serum sample resulted as (B)(6). The plasma sample resulted as (B)(6). The samples were stored in the refrigerator after measurement on (B)(6) 2014. The samples were re-centrifuged and tested again on (B)(6) 2014. The serum sample was repeated on (B)(6) 2014 and resulted as (B)(6). The plasma sample was repeated on (B)(6) 2014 and resulted as (B)(6). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. It was asked, but it is not known if any of the patients were adversely affected. No adverse events were alleged. The (B)(6) reagent lot number was 176962 with an expiration date of 10/30/2014.